Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 2.00mm x 12mm emerge balloon catheter was advanced to treat the lesion. However, during advancing, the hypotube broke inside the guide catheter. No patient complications were reported and the patient was not harmed.